Event description:
It was reported that the customer was hospitalized for high blood glucose levels (569 mg/dl), and diabetic ketoacidosis. Customer had a kinked cannula. Infusion set used is unknown. Customer was treated with intravenous insulin drip.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.